Event description:
It was reported when using the bd pen ndl 32g 4mm, the device experienced inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported 1 pen needle that clogged during injecting needed to verify lot number provided. Consumer informed no longer has the sample packet this pen needle came in. Just the pen needle in question. Consumer reported found 1 pen needle that clogged during injecting in her leg. Using treseba 40 units stopped at 12 uts but needed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd pen ndl 32g 4mm, the device experienced inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported 1 pen needle that clogged during injecting needed to verify lot number provided. Consumer informed no longer has the sample packet this pen needle came in. Just the pen needle in question. Consumer reported found 1 pen needle that clogged during injecting in her leg. Using treseba 40 units stopped at 12 uts but needed.